Event description:
It was reported that during patient use, the oxygen (o2) sensor percentage on the ventilator was reading out of range and would not calibrate. The patient was removed from the ventilator and placed on a second ventilator. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).the customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the o2 sensor. The cse performed extended self-testing on the device and all tests passed.